Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, customer experienced a high blood glucose (bg) level above 200-500 mg/dl due to the unresponsive touch screen and subsequently, went to the emergency room. The customer was treated with intravenous insulin and fluids. In addition, a blood clot was found in the customer's left calf. Customer was given blood thinners as treatment. Customer was released after five hours in stable condition with a bg of 200 mg/dl. Customer reverted to manual injections for insulin therapy.